Manufacturer narrative:
The impella device has been received from the customer. Investigation is currently ongoing. A supplemental report will be filed once the investigation is complete.

Event description:
The complainant reported the automated impella controller (aic) experienced battery problems. There was no reported patient harm.